Manufacturer narrative:
Event date is approximate. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0q4mk, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was wondering if anyone else had experienced the issues that they were. The patient stated their im planted lead was causing their back to ¿spas out¿ when they turn/moves a certain way. The patient stated it would catch by the lead area at the base of their back when they turn a certain way, almost like it was ¿catching a nerve¿. The patient stated the sensation got to where they couldn't get up and down. The patient noted it started a couple years before the report after they were sitting in a barstool and something at their lower back area caught the stool, and the sensation had presented itself intermittently since then. The patient called their healthcare provider when it happened, and they noted it couldn't be related to their implant so they never went in to have it assessed. No further complications were reported.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, after going to the hcp and having an x-ray, they found the leads were not at full capacity and that the battery wasn't at full charge, which caused the positional intermittent sensation from the lead.